Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. Customer reported that the device encountered a force sensor error. Complaint confirmed by turning on the pump. It is verified that the force sensor error occurs during the self-test. Replaced the potentiometer position sensor because they are defective. Visual and functional testing was performed. Review of event log found force sensor test. Review of service history found no service within the last 12 months. The main cause of customers¿ complaints was faulty main board and force sensor. After installing and replacing the parts, the pump passed all the testing and is fully operational.

Event description:
It was reported that the device encountered a force sensor error. There was no patient involvement.

Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3 - date of event: unknown. Hence the first date of reporter's awareness date was updated.